Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/2.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to excessive vault and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the optic and haptic torn. Claim#: (B)(4).